Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was postponed. A philips field service engineer (fse) inspected the system onsite and found l arm power supply was off. Analysis of system log file indicated spc4 error. The fse replaced clea extension board. The cause of the clea extension board failure could not be conclusively determined by the supplier's part analysis, however after replacement, the system was returned to good working condition. The codes have been updated based on the investigation's outcome.